Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non-health care professional reported that the cutter stopped mid case not cutting at twenty thousand speed during surgery, the procedure type and surgery completion details were unknown. There was no information about patient impact.